Event description:
It was reported to philips that the geometry stopped working intermittently in the allura system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting and analysis of the system logs determined that there was a bug in the system software causing it to go into service mode while shutting down, resulting in the reported geometry errors. The fse reconfigured the system so that it would turn off normally. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.